Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: several nurses reported leakage from the 22ga IV cath to the extension set. I had the IV nurse put one together in front of me and no leakage was detected. I also have the packaging from the product that did and the lot numbers are the same. I asked if they made sure the connection was screwed tightly and she confirmed it was and also informed me this happened to four other nurses. She told me they went through several extension sets before they found one that didn't leak. So, not sure where to go from here, if it is a problem with the extension or the IV cath?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: several nurses reported leakage from the 22ga IV cath to the extension set. I had the IV nurse put one together in front of me and no leakage was detected. I also have the packaging from the product that did and the lot numbers are the same. I asked if they made sure the connection was screwed tightly and she confirmed it was and also informed me this happened to four other nurses. She told me they went through several extension sets before they found one that didn't leak. So, not sure where to go from here, if it is a problem with the extension or the IV cath.